Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing that resulted in pacing inhibition and approximately 3 seconds of asystole. Boston scientific technical services (ts) reviewed saved data and discussed considerations for additional testing and that the noise was likely myopotential oversensing similar to that seen on the rv shock channel when the patient performed isometric exercises. Noise and pacing inhibition could not be replicated at follow up. The field representative planned to further discuss the issue with the physician and evaluate programming options until the patient's next follow up in approximately two months. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.